Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 iii assay on two cobas 8000 e 801 modules. The results measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample was initially tested at the customer site on their e 801 analyzer on 07-oct-2020. The sample was repeated using the wako accuraseed and the abbott architect methods. The sample was also treated with 25 % polyethylene glycol (peg) and was repeated on the customer's e 801 analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer on 23-oct-2020. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 438059 with an expiration date of august 2021 was used on this analyzer.